Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of break in aseptic technique and peritonitis in a 57 year-old female patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was due to a break in aseptic technique. On (B)(6) 2011, the patient received a loading dose of vancomycin 1 gm ip and on the same day, began remedial therapy with orzid 1 gm once daily ip, reflin 1 gm once daily ip, amikacin 500 mg once daily ip, and heparin 1000 iu once daily ip. The patient was recovering from the peritonitis. Treatment with orzid, reflin, amikacin and heparin was ongoing. Dianeal therapy was ongoing. The nurse believed the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy and the cause of the peritonitis was the break in aseptic technique. The nurse did not provide an assessment of causality for the break in aseptic technique.